Event description:
Customer reported that the pump battery was depleting too quickly, which led to a shutdown. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.